Event description:
The patient has two leads (from the same lot) placed in the occipital area (i.e., off-label use). It was reported the patient has been receiving ineffective stimulation due to lead migration per her lead on the right side. As a result, the patient may undergo surgical intervention on a late date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's right side lead was repositioned on (B)(6) 2015. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.